Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received via social media that the patient was experiencing burning sensation when stimulation was on and does not get any pain relief. The patient underwent an explant procedure. No further information could be obtained.